Event description:
On (B)(6) 2022 this peritoneal dialysis patient reported being hospitalized on (B)(6) 2022 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn specified that the patient¿s hospitalization was a separate event and unrelated to the peritonitis. The patient presented to the pd clinic on (B)(6) 2022 with unspecified signs/symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefepime and cefazolin (dose, frequency, and duration unknown). The culture resulted positive for enterobacter species with an estimated white blood cell count of 10,000 (unknown units). The cefazolin was discontinued, and the patient was to continue the antibiotic regimen with ip cefepime for three weeks with the last dose on (B)(6) 2022. On (B)(6) 2022 a repeat cell count showed the wbc count as 86 and the peritonitis documented as resolving. The cause of the peritonitis was a suspected gastrointestinal (gi) source. The patient denies any breach in aseptic technique. No cassette leak was reported nor any other issue with any fresenius product(s). Re-teaching was conducted with the patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the suspected cause of the peritonitis was a gi source. This is supported by the culture result of enterobacter species. These pathogens are mostly members of the gastrointestinal microbiota and respiratory tract in humans. Patients with presence of a foreign device and who are immunocompromised are at risk for enterobacter infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2022 this peritoneal dialysis patient reported being hospitalized on (B)(6) 2022 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn specified that the patient¿s hospitalization was a separate event and unrelated to the peritonitis. The patient presented to the pd clinic on (B)(6) 2022 with unspecified signs/symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefepime and cefazolin (dose, frequency, and duration unknown). The culture resulted positive for enterobacter species with an estimated white blood cell count of (B)(4). The cefazolin was discontinued, and the patient was to continue the antibiotic regimen with ip cefepime for three weeks with the last dose on (B)(6) 2022. On (B)(6) 2022 a repeat cell count showed the wbc count as 86 and the peritonitis documented as resolving. The cause of the peritonitis was a suspected gastrointestinal (gi) source. The patient denies any breach in aseptic technique. No cassette leak was reported nor any other issue with any fresenius product(s). Re-teaching was conducted with the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.